Event description:
The MFR rec'd info alleging a ventilator's ac indicator did not illuminate. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at a third party service center, it was identified that the device's power supply needed to be replaced to address the issue.